Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-dec-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device went offline during upgrade. A technical support specialist hard rebooted the station, now online in remote support service (rss), needs synchronized to server. Remote upgrade team (rut) was able to resolve the issue, and the device was synchronized and operational. Tss dialed in and verified that the station was working properly. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es application was not launching, machine was stuck on care fusion screen. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.